Event description:
I was among the first to register for the philips CPAP recall. The last 2 years before the recall, I had been suffering constant throat irritation and coughing. After waiting more than 2 years (!), I finally received the replacement last week. Trying it for 2.5 nights, I suffered exactly the same symptoms as with the original unit (have now stopped). Switching to the (different brand) replacement I had bought earlier, the symptoms went away almost immediately. Something is very wrong with the philips replacement units!!! Reference report: mw5118106.